Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device experienced ECG monitoring failure. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. The device log suggests intermittent connect between the device and the multifunction cable (mfc) was a factor. The customer's multifunction cable was not returned as part of the investigation. The multifunction receptacle was replaced as a precaution. The device was recertified and returned to the customer with a replacement mfc cable. Analysis of reports of this type has not identified an increase in trend.